Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Provider states user hits things and takes chunks of material out of armpad exposing the metal base of arm pad. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.